Event description:
We had several instances of the red capped blunt tip needles coring the medication vial stopper. The cored section was then pushed into either the syringe or back into the bottle. This is a patient safety issue as the cored section can then be injected into the patient.